Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive, upgraded software, and calibrated the collimator. The system operates as intended.

Event description:
The customer reported, the system would not display images. No patient injury was reported.